Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister under his left arm. The patient reported that the blister was not open and there was no drainage. The patient reported that while at the doctor's, the medical assistant cleaned the blister and recommended that the patient keep the blister clean and dry. Follow-up indicated that the blister improved and healed.